Event description:
The customer reported that the device locked on tissue and additional tissue resection around the device jaws was required to remove the device. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. The device was received with tissue stuck in the jaws. This prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. No further sticking occurred.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.